Manufacturer narrative:
Initial and final MDR (B)(4). MDR 3003442380-2024-10750 - device 2 of 3.

Event description:
Unomedical reference number (B)(4). Event occurred in brazil. On (B)(6) 2024, it was reported that patient faced three infusion set leaking through needle event. The blood glucose level was 531 mg/dl at the time of event. The insertion site was at the abdomen, arms, legs and sides. No further information was available.

Manufacturer narrative:
Supplemental report 02 - MDR (B)(4). Correction: this MDR is being submitted to correct the submitted primary unique device identifier (UDI) number, expiration date under d4 and manufacturing date under h4. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: complaint investigation results: a complaint investigation has been initiated. The reference samples for the lot 5406913 have been tested in database record complaint (B)(4) on 26-jun-2024. Test results: the following tests were completed for 10 reference samples of lot 5406913: 1. Visual inspection as per 4a02018 criterios de empaque flex set/sample book of packing area flex set version 12. 10 samples visually inspected and no damages or bent. 2. 4802011flow test on customer complaints - pruebas de flujo en quejas del cliente (flow testing on customer complaints).doc version 10. 10 reference samples were tested and no defects were found. 3. 4802304 leak test under water flexset - prueba de fuga bajo agua (underwater leak test).doc version 7. 10 reference samples meet the criteria of minimum 80ml/minute. All test results were within specifications as per the test report 1897720.pdf attached in this record. Device history record (DHR) review: the lot 5406913 was manufactured according to the work instruction (wi) version 42 on 16-nov-2022, with a total of (B)(4) units. Assembling of flex set cannula: the lot 5406848 was manufactured according to the wi version 34 assembled in the line 2, on 15/nov/2022, with a total of (B)(4) units. Gluing of tubing: the lot 5399776 was glued according to the wi version 20, machine/line 07, with a total of (B)(4) units. The lot 5399777 was glued according to the wi version 20, machine/line 07, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Trending: a query was run in database on 16-jun-2025 against malfunction code leakage from connection between the tubing connector and the infusion set (cannula part/base piece) and lot 5406913, with no trend identified. Conclusion summary of complaint investigation: as a result of the following: no defect on tests for reference samples, no non-conformance (nc) raised during production related to complaint code, no trend identified for the lot in question and malfunction code, no further actions are required. This complaint will not require further root cause investigation nor CAPA plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Supplemental report 01 - MDR (B)(4). The following tests were completed for 10 reference samples of lot 5406913: 1. Visual inspection as per (B)(4) packaging criteria (criterios de empaque) flex set/sample book of packing area flex set version 12. 10 samples visually inspected and no damages or bent. 2. (B)(4) flow test on customer complaints ((B)(6).doc version 10. 10 reference samples were tested, and no defects were found. 3. (B)(4) leak test under water flexset (prueba de fuga bajo agua).doc version 7. 10 reference samples meet the criteria of minimum 80ml/minute.

Event description:
To date no additional patient or event details have been received.